Manufacturer narrative:
Cause investigation and conclusion: requests were emailed to the physician to further clarify the event and to provide patient and device information. The provided information is captured in sections b and c. A review of the manufacturing records indicated the lot met pre-release specifications. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Therefore the cause of the reported endoleak could not be independently confirmed during the investigation. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause. A gore associate was at the hospital and based on clinical images the physician showed the type 3 endoleak. The clinical images were not shared with gore for detailed evaluation, therefore the reported migration could not be independently confirmed by gore imaging scientists. The reported endoleak represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors, including intraprocedural technical considerations, patient-related risk factors and disease progression. It was reported to gore that the anatomy was tortuous. The tortuousness was modified, e.g. Straightened, during the procedure using stiff guide wires. Reportedly, the distal end of the plc271200 device already tended to pull up during final ballooning, and after removal of the stiff guide wires the anatomy relaxed to its original tortuousness resulting in plc271200 device movement of an additional 10 to 15 mm out of the ceb231010 device. The available information reasonably suggests that a pre-existing patient condition (tortuous vessel anatomy) has caused or contributed to the type 3 endoleak.

Manufacturer narrative:
D10 concomitant medical products: updated: - gore® excluder® aaa endoprosthesis (B)(6), catalog plc271200; - gore® excluder® iliac branch endoprosthesis (B)(6), catalog ceb231010.

Manufacturer narrative:
A review of the manufacturing records indicated the lot met pre-release specifications.

Manufacturer narrative:
Further review of this complaint revealed a causal relationship of the small endoleak detected on (B)(6) 2023, reported with the present report, with the large endoleak detected on (B)(6) 2023, reported with gore reference number (B)(4). Therefore, the present report is considered to be a duplicate and therefore will be closed as a non-reportable incident.

Event description:
It was reported to gore, that, on (B)(6) 2023, the patient presented with an aortic abdominal aneurysm has been treated with a gore® excluder® aaa endoprosthesis and a gore® excluder® iliac branch endoprosthesis (ibe). Reportedly anatomy was tortuous, but a good diameter was given, no calcification reported. It was stated that when deploying the contralateral leg endoprosthesis (plc271200) as bridging stent over a stiff wire and landed as intended, good overlap was achieved both proximally and distally. Reportedly during final ballooning it was apparent that the distal end of the limb wanted to pull up. After the stiff wires were taken out for the final run, the anatomy relaxed to it¿s original position and the limb moved 10-15 mm further out of the ibe main body. Because there was still a small overlap, it was decided to cover it with an gore® excluder® aaa endoprosthesis (aortic cuff cxa2800005e). At the end of the procedure a small leak was present at the end of the procedure, but it was decided to not perform any immediate actions.

Manufacturer narrative:
D10 concomitant medical products: gore® excluder® aaa endoprosthesis. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. H6-b20 and h3-other: neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.